Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted has been ruled out. However, after the programs on the transmitter assembly were lowered to program 1, the shocking sensations were resolved. The stimulator is used to treat pain. The cause of the shocking sensations is due to programming parameters as lowering to program 1 on the transmitter assembly resolved the reported issue (user error-commercial team member). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reportedly experienced a shocking sensation while using program 3 on their transmitter assembly. The patient experienced intermittent sensations while seated. The programs on the transmitter assembly were changed to a lower program, program 1, which resolved the shocking sensations.